Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending (lad) artery. An 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material 2 mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending (lad) artery. An 8 mm x 3.00 mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.